Event description:
It was reported that the user called to troubleshoot the (intra-aortic balloon pump, serial number (B)(4)) "he loss 2" alarms. According to the caller "immediately post insertion, in the operating room the alarms started. The position in the catheter was verified via tee. The pt is (B)(6), a 30 cc iab was inserted via the femoral artery." They have already attempted different trigger options in operator mode, decreasing volume to 25 cc first, then 20 cc. The alarm has continued. The clinical support specialist (css) instructed the user to decrease the ratio to 1:2, the alarm again occurred. The css asked them to verify again that there was no blood present in the tubing, none was noted. The css walked the user through performing a leak test. During this test no loss of volume was noted, the catheter failed the test. The css explained to the user "the test results isolated the problem to the catheter. It could possibly be due to a tortuous insertion or internal kink, or it could actually be an abrasion in the iab from plaque." The user relayed the message to the dr along with our recommendation to remove the catheter. The md agreed. At 1709, the css spoke to the user again and the removal and reinsertion went well; there have been no alarms since the reinsertion. The pt is stable and supported on the pump. There was a delay in iabp therapy for the time frame required to remove and then insert another iab via the same insertion site.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.